Manufacturer narrative:
Technician found that the left foot siderail latching spring was dirty. Cleaned left foot siderail latching spring with hospital spray cleaning solution to resolve this issue.

Event description:
Complaint alleged that the siderail was not latching.